Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the j702 connector was detached from the distribution node (dn) pca board. The cause of the inability to communicate is the detached connector. The root cause of the detached connector is excessive force placed on the trunk cable. No adverse event resulted from the damaged connector.